Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was off and insulin pump alarmed for replace battery now. Customer stated that they had small scratch on the back of the insulin pump and battery cap was damaged. Customer's current blood glucose was 180mg/dl. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be return for analysis.